Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
Patient original surgery on (B)(6) 2020. Patient presented with a lot of redness surrounding the knee and pain. After exploration a deep infection was present. Proceeding with a washout and poly exchange. Original surgery was (B)(6) 2019.